Event description:
Pediatric patient underwent patent ductus arteriosus closure with coil. Coil was deployed and migrated. A snare was used to retrieve coil to remove from body. As snare was being removed from the sheath the distal tip of the loop broke off inside patient. Broken snare and coil were retrieved, except for a small piece of loop which remained in patient's capillary bed. The patient remained stable throughout.